Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that the charging port was "not working properly." The customer declined assistance from tandem customer technical support regarding the issue. There was no reported impact to blood glucose.